Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales representative reported that during a revision surgery for pseudoarthrosis, the driver bent during removal of the closure tops. The malfunction has resulted in an adverse event in the past.